Event description:
It was reported that pump issued altitude alarm and suspended insulin delivery while within normal operating altitude, and customer was unable to resume insulin or load new cartridge despite multiple attempts. There was no reported impact to the customer¿s blood glucose level, and actual blood glucose values at the time of the event were not provided. Customer followed instructions from technical support to clean speaker area, remove and reconnect cartridge, and attempt to resume insulin, but alarm recurred, so technical support arranged replacement of pump and cartridge and device was planned to be returned for evaluation, with no further information expected.